Event description:
It was reported that during a da vinci s hysterectomy procedure while using the monopolar curved scissors instrument ( mcs) with the tip cover accessory installed, the surgeon noticed arcing and a burn on the back side of the pt's uterus. The surgeon immediately stopped using the mcs instrument and replaced the mcs tip cover accessory, however, a few moments later the surgeon noticed a similar arcing event. The planned procedure was completed with approx a 90 min delay. No additional pt harm, adverse outcome or injury was reported. The following medwatch report was sent to the FDA regarding this event. 2955842-2008-01023.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found three adjacent holes burned through the silicone, ranging in size from .015 inches to .030 inches. The holes are located from .140 inches to .220 inches above the silicone to sleeve interface and the silicone exhibits localized melting around the hole, indicative of arcing. There is a smaller arced hole with an adjacent mechanical tear located 60 degrees from the holes and .385 inches above the silicone to sleeve interface. The tip cover also has various mechanical tears near the tip, likely due to instrument collisions, roughly 90 degrees from the hole. The endowrist instruments instructions for use ( IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering concluded that arcing is likely due to insufficient silicone dielectric strength, with strength weakened due to instrument collisions. High generator settings may have also contributed to arcing. The mcs instrument allegedly involved was returned and evaluation found a char mark in approx the same location as the tears in the tip cover.